Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni.

Event description:
Patient has been indicated for revision approximately 21 years post-implantation due to unknown reasons. No revision has been reported date.